Event description:
During a bone marrow biopsy, the site was infiltrated with 10cc of 2% lidocaine. The aspiration needle was inserted and advanced. The aspiration was obtained. The needle was removed. The jamshidi, biopsy needle was inserted and advanced. The stylet was unable to be freed from the needle. The jamshidi was removed. An additional 5cc of 2% lidocaine was inserted. A second jamshidi was inserted and advanced. The biopsy was obtained, and the needle was removed. This was equipment failure as the stylet was unable to be freed from the needle and the patient had to undergo another attempt which there was no issue. FDA safety report ID # (B)(4).